Manufacturer narrative:
The user reported differences between sg and bg values. A review of the data indicated that the system experienced a period of instability; however, sg and bg values are now showing improved agreement following the re-link. The user acknowledged the findings and confirmed observing a noticeable improvement. A review of the dms data confirmed that the user is currently using the system and that all information is up to date.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.